Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, the surgeon noticed scratches on the optic part of the lens. The lens was cut and removed by the physician and replaced by another lens. Additional information has been requested but is not available at the time of this report.